Event description:
It was reported that during an unspecified surgical procedure, the first gst45w was loaded and fired successfully. Scrub nurse removed the spent reload, cleaned the jaws & loaded a second gst45w. When surgeon attempted to fire, firing sequence was only partially completed. Jaws were stuck and could not open with closing trigger. Manual override was used. New psee45a was opened to continue the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the firing sequences started? If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Were there staples missing from the staple line? 5. If yes, was the staple line complete? 6. Did the device cut? 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line. 9. Were there any patient consequences? 10. Could you please clarify if the product issues that have occurred been reported to customer quality? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device psee45a lot number a97w8f and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.